Event description:
The pt experienced soreness at both implantable neurostimulator sites due to lying on them during sleep. The pt was able to recharge, but not without paint. The pt's cervical pain has abated. The hcp removed the implantable neurostimulator. The leads and extensions were left in place and capped. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.